Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed and found a faulty patient board. Additionally, the scope socket was found worn causing a loose connection with the scopes. It was also found that the camera head needed replacement and damage on the top cover. Olympus is pending approval from the user facility to complete required service. If additional information becomes available, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that when you connect the cv-190, you can see the light on the scope but there is no image. There was no patient involvement associated to this report.